Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing date: 12.feb.2013, expiry date: 01.jan.2022. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This DHR is for sterilization procedure only. Non-sterile DHR 04.034.243 / 7212576 was manufactured in us. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented for revision tibial nail due to nonunion. Original nail was extracted. The patient's right leg was reamed and an appropriate size nail was inserted. This report is 1 of 2 for (B)(4).